Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the left circumflex artery. The physician had advanced the 2.25x16mm taxus liberte stent delivery system (sds), but noted that the vessel required additional predilation. The sds was removed so the lesion could be predilated. When the physician re-entered with the sds, he noted that the stent was no longer on the balloon, but that it had dislodged and was found on the patient's table. The procedure was completed with another of the same device. There were no patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the lesion was de novo, 80% stenosed and eccentric and that the vessel was tortuous and calcified. The 2.25x16mm taxus liberte sds had been advanced all the way to the lesion. Difficulty crossing occurred so the device was removed for predilation. A 2.5x20mm apex balloon was used to predilate the lesion. The site confirmed that no positive pressure had been applied to the sds balloon and that no resistance was encountered when removing it from the patient. Furthermore, it was confirmed that at no time prior to the dislodgement did the stent move or become loose on the balloon, and that there was no damage noted on the stent itself.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail (mr) stent delivery system (sds) and a detached non expanded stent with various struts bent. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. As-received, the balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)